Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The glenosphere was evaluated but it did not show any damage or wear. Also, the dimensions were within the specifications and the taper is conforming. DHR was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty, the surgeon had difficulty inserting the glenosphere. After several attempts, the surgeon used another implant without issue. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.